Manufacturer narrative:
However, there was no coil protrusion or intraprocedural technical complications in the y-stent group, and they could find no cause of thromboembolism other than the y-stent (too much metal in vessels) and/or platelet function. Therefore, the thromboembolic complication was associated with the y-stent and/or insufficient platelet function. There was complete aneurysm occlusion at 6 month follow-up and the mrs at 28 month follow-up was 0. This file is currently being investigated in order to get additional information surrounding the event thus additional information will be submitted within 30 days of receipt.

Event description:
Kono, k, et.al ¿triple antiplatelet therapy with addition of cilostazol to aspirin and clopidogrel for y-stent-assisted coil embolization of cerebral aneurysms¿, published on line 29, may 2013 reported on the use of enterprise stents between july 2010 and october 2012; report that there was a peri-procedural thromboembolic complication of a transient ischemic attack (tia) in a patient (patient# 9) the next day after treated with 2 enterprise vrds in a y-stented assisted coil embolization of an unruptured saccular basilar tip aneurysm. The aneurysm was 12.3mm with an 11.9mm neck. The patient was pretreated with triple antiplatelet agents, 100 mg aspirin, 75 mg clopidogrel, and 200 mg cilostazol, 1 week before the procedure. Platelet function testing was not performed because of the lack of verify now in the hospital. There was full anticoagulation with intravenous administration of heparin to an activating clotting time of 250 to 300 seconds. The procedure was performed with the jailing technique with placement of a 6 or 7 fr. Guiding catheter (gc) in the parent artery and a prowler select plus microcatheter for stent delivery was positioned through the neck of an aneurysm. An excelsior sl10 microcatheter was manipulated over a 0.014-inch microguidewire into the aneurysm. The enterprise stent was deployed across the neck of the aneurysm and coils were inserted in the aneurysm. The patient showed diplopia on the next day of the procedure, which was resolved within a few hours with administration of a synthetic thrombin inhibitor, argatroban. The patient was discharged free of symptoms. This patient was not a non-responder and the thromboembolic complication was not due to the y-stent or antiplatelet function, but because of other causes, such as technical problems, a ystent would not be a significant factor of thromboembolic complications.

Manufacturer narrative:
Kono, k, et.al ¿triple antiplatelet therapy with addition of cilostazol to aspirin and clopidogrel for y-stent-assisted coil embolization of cerebral aneurysms¿, published on line 29, may 2013 reported on the use of enterprise stents between (B)(6) 2010 and (B)(6) 2012. There was a peri-procedural thromboembolic complication of a transient ischemic attack (tia) in one patient treated with 2 enterprise vrds in a y-stented assisted coil embolization of an unruptured saccular basilar tip aneurysm (patient 9/table 2). The aneurysm was 12.3mm with an 11.9mm neck. The minimum size of the parent vessel in the y-stented sub-group was 2.0+/- 0.8mm. The patient showed diplopia on the next day of the procedure, which was resolved within a few hours with administration of a synthetic thrombin inhibitor, argatroban. The patient was discharged free of symptoms. There was complete aneurysm occlusion at 6 month follow-up and the mrs at 28 month follow-up was 0. There was no coil protrusion or intraprocedural technical complications in the y-stent group; there was with no cause other than the y-stent (too much metal in the vessel) and/or related to platelet function found for the thromboembolic complications. The patient was pretreated with triple antiplatelet agents, 100 mg aspirin, 75 mg clopidogrel, and 200 mg cilostazol, 1 week before the procedure. Platelet function testing was not performed because of the lack of verify now in the hospital. There was full anticoagulation with intravenous administration of heparin to an activating clotting time of 250 to 300 seconds. All the procedures were performed with the jailing technique with placement of a 6 or 7 fr. Guiding catheter (gc) in the parent artery and a prowler select plus microcatheter for stent delivery was positioned through the neck of an aneurysm. An excelsior sl10 microcatheter was manipulated over a 0.014-inch microguidewire into the aneurysm. The enterprise stents was deployed across the neck of the aneurysm. The second stent was deployed through the interstices of the first stent and coils were inserted in the aneurysm. Triple antiplatelet therapy was continued for at least 1 week after treatment. One antiplatelet agent was withdrawn 1 week to 6 months after the procedure. Six months after the procedure, single or double antiplatelet therapy was continued. The enterprise stents remain implanted and the lot numbers are not known; therefore, a device history record review cannot be completed. Thromboembolic events and neurological deficits are known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use (IFU). The IFU warns that the performance and safety of two or more overlapped stents has not been established. The exact vessel diameter for this case is not known; however it is noted that the minimum size was 2.0+/- 0.08mm while the recommended vessel diameter as outlined in the IFU is 2.0-4.5mm. Usage other than the approved labeling may involve risks not described in the labeling. With review of the available information there is no indication of any device manufacturing or performance issues related to the event and as reported there were no identified factors contributing to the event other than the use of a y-stenting technique. Vessel characteristics along with patient and procedural factors appear to have contributed to the event. Therefore, no corrective actions will be taken at this time.